Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study. A clinical diagnosis of a loss of therapeutic effect was reported. A device diagnosis was not applicable. On (B)(6) 2016, the patient reported a loss of therapeutic relief. The patient also reported that he was not able to obtain adequate pain relief following the ins replacement. He did report adequate coverage at previous visits. The therapy was suspended on (B)(6) 2016; the patient suspended use of the device and had transferred care to another pain management practice. The event was unresolved at the time of study exit/death/study closure. The device remains implanted. The event was related to the device or therapy, and not related to the implant procedure or programming. No further patient complications were reported as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) of a clinical study reported via a company representative that the cause of the patient exiting the study, corresponding date of (B)(6) 2016, was due to them no longer being available for follow up.

Event description:
Additional information from the healthcare professional of the clinical study reported the cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.